Manufacturer narrative:
Mfg batch record review found no discrepancies. The device was unable to be evaluated due to damage incurred when engineering attempted to separate it from its sister device. A technical review of the device from r & d was also performed. The cause of the dissociation of the inner head from the liner was during closed reduction and was secondary to the dislocation of the outer bipolar head from the acetabulum. The dimensional info available shows that the devices were mfg in accordance with specified tolerances and materials and were not defective. At this time, jjpi considers this file closed.

Event description:
Liner disassociated from femoral hip head during closed reduction following dislocation. Note: second dislocation/disassociation, may be a non-compliance issue.